Event description:
Customer reported experiencing intermittent occlusion alarms. Customer's blood glucose (bg) level exceeded 600 mg/dl. Elevated bg was addressed by manual insulin injection. To resolve the occlusion issues, customer changed the infusion set and cartridge and resumed insulin.